Event description:
It was reported by the affiliate that during a pancreatectomy procedure, staples are delivered accrossed. The knife was blocked in the device and staples are malpositioned. Another device was used to complete the case. There were no adverse consequences to the pt. One device will be returned.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.